Event description:
Material #: 305902. Batch#: unknown. It was reported that the bd needle 23x1-1/4 eclipse smartslip had a needle connectivity issue resulting in leakage. Rcc received a complaint via email. Email(s) attached. Bd eclipse needle #23g x 1 1/4 inches do not connect to luer lock syringe without maximum effort. Medication will leak from connection. Medication dripped from syringe as writer injecting medication into patient. Manufacturer code/model: 305902. Serial or lot number: (B)(6). Additional information provided: please confirm the batch number. 2101010. Any adverse event or serious injury reported to patient or healthcare professional? No apparent harm. Are you able to provide the address of the facility for us to ship the return label? E-mail address for person holding device: penny.farley@albertahealthservices.ca site shipping address: didsbury district health services, 1210 20 av, didsbury, ab, t0m 0w0 please confirm whether there was any patient impact. No apparent harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 305886 and lot number 2101010. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. All engagement force results were found to be within specifications for this lot number. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were assembled with a bd discardit 2ml syringe. No signs of defective hub connection were identified nor were any signs of leakage detected. Based on the investigation results, an exact cause related to the needle manufacturing process could not be determined at this time. Smartslip technology ¿ has been introduced to ensure a secure connection is made with luer slip syringes. We recommend that the instructions for use are closely followed for the bd eclipse smartslip, which are unique in recommending that the user push firmly when attaching the needle to the syringe and to be sure that the clip component is activated. Also, our needles are manufactured and released according to applicable procedures and specifications that complies with iso (international organization for standardization) standards. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.